Event description:
It was reported that, "followed standard technique for drilling and placing screw in acetabular shell. Surgeon asked for a tap do to hard bone. We do not have a tap so I offered the larger 4.0 drill bit. Screw bent. Tried again with another screw in new drill hole this time, it broke. Bent screw did not interfere so it was left in the pt."

Manufacturer narrative:
Additional lot # mkrr80. Device manufacture date for lot mkrr80: 11/14/2011. An evaluation of the devices cannot be performed as the devices were discarded and were not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.